Event description:
During coil embolization, difficulty was experienced to re-zip both coils. During attempts to withdraw the units, both coils stretched. There were no reported patient complications.